Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/11/2015 with the following findings: evaluation revealed that the clip detached and operational in u-groove. Investigators were unable to replicate clip malfunction. The display lens was scratch. They keypad is worn throughout. The posterior label was worn. All keypad button symbols worn. All keypad buttons were intermittently unresponsive. Contamination present under all button contacts. A dim display with a red character hue. One battery compartment crack was found from the bumper toward case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a battery compartment crack, a dim display and contamination under buttons. This report is made based on results of investigation completed on 08/11/2015.